Event description:
It was reported that when the tray package was opened, isodine solution was leaking from the isodine bag inside.

Manufacturer narrative:
The reported event was confirmed ¿ supplier related. Sample was evaluated and observed pvi lumps on the tray of the returned sample. The pvi packet was examined and observed void channel on the edge of the packet that caused pvi to leak. The void channel formed due to improper sealing of the pvi sachet. A potential root cause for this failure mode could be due to generated at supplier site or during transit to bard, (example: defective / torn / broken components). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "warnings 1. Method for use (1) do not inflate the balloon in the urethra. The urethra may be injured. (2) do not pull the catheter hard. The bladder urethra may be injured 2. Applicable patients patients with delirium who might pull out catheter when patient tugs at catheter unconsciously, the bladder and urethra may be contraindications 1. Method for use: 1. Do not reuse. 2. Do not resterilize. 3.this device contains 10 percentage povidone iodine. For patients with history of allergic hypersensitivity to povidone iodine or iodine, consider using alternative disinfectants. 4. Be careful that the catheter is not exposed to ointments, contrast medium or oil based lubricants (including vegetable oi ls such as olive oil, mineral oils such as white petrolatum and animal oils). They may damage the device and may burst balloon. 5. Do not hold the device with forceps, etc. Avoid contact with any blades or sharp edged instruments. Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon. 2. Applicable patients 1. Patients who are or have been allergic to natural rubber latex 2. Patients with known allergy to silver coated catheter shape, configuration and principles bard silver tsc tray consists of a balloon catheter with temperature sensing, urine collecting bag for closed drainage system, syringe prefilled with sterile water, water soluble lubricant, antiseptic solution, tweezers, waterproof sheet, gauze pads, cotton balls gloves and statlock foley. There are several types of closed drainage bag s. The bag and statlock foley included in the tray will depend on the product." Corrections: d, h. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when the tray package was opened, isodine solution was leaking from the isodine bag inside.